Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information received indicated that the implantable cardioverter defibrillator (ICD) was explanted and replaced. The patient was stable throughout procedure.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited premature battery discharge with suspected incorrect current measurement. No resolution was performed. The patient condition was stable and would continue to be monitored.